Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports husband received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22013d, reader sn (B)(4). On (B)(6) 2022, individual tested positive with one binaxnow rapid antigen test and another unspecified covid-19 rapid antigen test. Individual has symptoms and confirmed cartridges were stored within the validated temperature range.